Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecologic procedure, the device jammed and would not load the clips. They opened the third device to complete the case. The patient is alive with no injury.